Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a leak in iab circuit alarm when the customer increased the positive end-expiratory pressure (peep) on the ventilator up to 14cmh20. Turning down the augmentation setting by two bars resolved the alarm and did not reduce the patient's support. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device was not returned and could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).